Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, one opening curved on the anterior, brown particles in the fill channel, white particles in the inner surface and missing plug strap (0-25%). Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening. A sharp broken on the plug strap due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.